Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the reported improper or incorrect procedure or method (failure to follow steps / instructions) was associated with deploying the clip after failing establishing final arm angle (efaa). It should be noted that the mitraclip instructions for use (IFU) states ¿the clip arms may open slightly (~5°) and then remain in a stable position. If continued opening of the clip arms is noted, reconfirm that the lock lever is completely advanced. Close the clip arms, and establish final arm angle.¿ the reported unintended movement (clip open - efaa), and the reported unintended movement (clip open - locked), appear to be due to challenging patient circumstances (very tethered posterior leaflet). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Device code 2017 - failure to follow steps / instructions.

Event description:
This is filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation with a restricted posterior and tethered leaflets. It was noted that while attempting to establish final arm angle, the clip opened from 0 degrees to 10-15 degrees. The physician was okay with the clip opening and deployed the clip against instruction for use. After the clip was deployed it was noted that the clip opened again in the same manner. An additional clip was then implanted for stabilization and to reduce the mr to grade 2. There was no clinically significant delay in the procedure. No additional information was provided.